Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated they went swimming in the pool with the pump on today. After swimming the pump rebooted then lost power completely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: during investigation, a review of the pump¿s history showed no alarms/warnings related to complaint; however, multiple pump reboots were observed on 06/22/2013. The battery compartment was found to be intact with no damage. The battery cap was able to fully tighten to the pump. There was moisture contamination observed on underside of battery cap and on tip of spring. During testing, the pump was exercised for 24 hours with no power loss or battery related warnings observed. The pump case was removed and no evidence of additional moisture contamination was found inside pump. The battery terminal contacts showed no evidence of intermittent contact. The issue of no power was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.